Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump screen was unable to read. The customer¿s blood glucose level was unknown. Customer reported that she can't see the screen properly. The customer was assisted with troubleshoot. Customer reports damage to the pump. Customer states that pump is not functioning as designed. Customer is unable to read screen. The screen is faded. She's only able to use it because she knows the pump and where everything is. The customer was advised to replace the pump. The insulin pump will be returned for analysis.